Event description:
It was reported that a venotomy closure was attempted with 2 prostyle devices relative to a procedure. Reportedly, the devices did not deploy when triggered. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: it was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 6f sheath hole, prior to a leadless pacemaker insertion procedure. Reportedly, cuff misses [suture retrieval issues] occurred with 2 prostyle devices. The pre-close technique was abandoned. The sheath was upsized to a 23f and the pacemaker insertion procedure was completed. Hemostasis was achieved with a figure 8 stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, it appears a bilateral needle deflection occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2610 removed; 1142 added.

Event description:
It was reported that a venotomy closure was attempted with 2 prostyle devices relative to a procedure. Reportedly, the devices did not deploy when triggered. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.